Event description:
It was reported that this patients right shoulder was revised approximately 1 year 5 months post op. Patient complained of pain. Tray disassembled from stem and screw broke. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 320-42-00 - 145-deg pe 42mm hum liner +0 extremity shoulder. (B)(6) 320-10-15 - humeral tray +15mm. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The revision reported may have been due to fracture of the reverse torque screw and subsequent humeral tray disassembly. However, the reported fracture and sequence of events could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H4: corrected. H6: corrected component, and investigation clinical codes. H10: corrected.